Manufacturer narrative:
(B)(4). Results of investigation: carefusion has received the device on 16january2017. The results of investigation are still pending, one the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the ventilator has low oxygen pressure. It is unknown at this time whether there was any patient involvement associated with this complaint. The reporting facility was unable to provide this information.

Manufacturer narrative:
Results of investigation: carefusion was not able to duplicate the customer's reported issue. The ventilator was tested with a known good ac adapter, a known good removable battery, and a known good patient circuit connected. The ventilator passed 139 hours of extended tests at the customer¿s settings. The ventilator passed the initial final test and initial alarm volume test.